Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 64 mm in diameter thoracic aortic aneurysm. It was reported that the patient was in for a routine follow up. A CT identified small type ia endoleak as a result of neck dilation. A proximal extension was placed. No additional clinical sequelae were reported and the patient is fine and recovering.

Manufacturer narrative:
(B)(4).